Manufacturer narrative:
A deployed ultraflex tracheobronchial distal release covered stent was received for analysis. Visual examination of the returned device found a row of loops unraveled on one end of the stent and the retention suture remains intact. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device is unable to confirm the complaint. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. ¿stent migration" is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and product specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 27, 2017 that an ultraflex¿ tracheobronchial distal release covered stent was implanted in the trachea during stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was implanted successfully. Post-procedure, the patient coughed and caused the stent to migrate to the carina. The stent was removed using forceps and another ultraflex tracheobronchial stent was implanted to replace the first stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex¿ tracheobronchial distal release covered stent was implanted in the trachea during stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was implanted successfully. Post-procedure, the patient coughed and caused the stent to migrate to the carina. The stent was removed using forceps and another ultraflex tracheobronchial stent was implanted to replace the first stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.